Event description:
The connectors of the nutrisafe 2 extension tube was reported to crack and come apart resulting in loose pieces in the isolette. No pt harm occurred as a result.

Manufacturer narrative:
The product incident report cited multiple occurrences. The nurse mgr was called by vygon ra to obtain clarification on number of incidents, but the call was not returned. F/u attempts will be made by vygon to obtain this info. If available, the data will be provided in a f/u MDR or submitted as separate initial mdrs. The returned devices were sent to vygon france for investigation. Results of this investigation are not yet completed, but will be sent in a f/u MDR within 30 days of completion of the testing.